Manufacturer narrative:
At this time the device is being retained by the facility. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
Device malfunction: snare tip separation. Time of device malfunction: during the procedure. Symptoms/ae: foreign body removal. It was reported that during an attempt to retrieve an inferior vena cava filter with the expro elite snare, the snare was being torqued and the tip of the snare detached from the body of the device. The detached tip piece was retrieved with a non-abbott snare and removed from the pt's anatomy. There were no reported adverse pt effects. Though requested, no additional info was provided.